Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent excision surgery on (B)(6) 2012 due to stress urinary incontinence, foreign body in the vagina, cystocele, rectocele and absent perineum by dr. (B)(6) at (B)(6) hospital (B)(6). No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a revision surgery on (B)(6) 2009.